Event description:
Event description guidant received information from the patient that this pacemaker was defective. The patient claimed the doctor could never get it programmed properly. Also, the battery was low after 2 years and was replaced.